Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The pump also had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she screen broke and he is only able to see 1/3 of the screen. The customer stated that there is a big black spot on the corner of the screen. The customer stated that the pump will run and give him his basal. However, when the customer needs to prime, he cannot bolus. The customer gave himself boluses with shots. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.